Event description:
The nurse moved the resident to his wheelchair. With the resident suspended in the lift, a snap was heard, one sling clip came loose, and the resident fell onto the wheelchair and floor. The resident was hospitalized. Ref MFR report# 9681684-2013-00067.